Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage) and thrombosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed the reported tissue damage appears to be related due to procedural circumstances. A definitive cause for the thrombosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip xtr referenced is filed under a separate medwatch report.

Event description:
This is filed for thrombus, requiring intervention. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The first clip delivery system (cds) was advanced into anatomy. Upon exiting the steerable guide catheter (sgc), material was noted on the tip of the clip, which was determined to be thrombus. The cds was removed, along with the thrombus. Aspiration was performed, and additional heparin was administered. The activated clotting time (act) was noted at first to be over 400, but this was felt to be inaccurate. A second act was obtained and was noted to be 230; therefore, additional heparin was administered. It was thought that possibly there was interaction with the cds and the posterior wall during advancement of the cds out of the sgc, causing the thrombus, but no injury was noted. No other adverse patient effect. No additional intervention was performed. The cds was not used again. A second cds was prepared for use and no issues were noted. The cds was advanced into the patient anatomy, using the same sgc. The clip was able to grasp the leaflets. Before clip deployment, the final arm angle was tested; however, the clip failed to establish final arm angle (faa) during testing. Several attempts were made to establish faa; however, the clip continued to open. The cds was not used and was removed without issue. A third cds was advanced and deployed without issue. Mr was reduced to grade 1-2. No additional intervention was performed, and no additional thrombus was seen. No additional information was provided.